Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This article was authored by johannes c. Reichart, maximilian r. Volkmann, maximilian koppmair, lars rackwitz, martin ludemann, maximilian rudert, and ulrich noth. ¿comparative retrospective study of the direct anterior and transgluteal approaches for primary total hip arthroplasty¿ international orthopaedics (sicot) (2015) 39:2309-2313. This report is number 3 of 4 mdrs filed for the same event* (reference 0001822565-2017-00500, 0001822565-2017-00501, 0001822565-2017-00503).

Event description:
A patient identified in the article that experienced ischiadic nerve paresis that showed full remission over time.